Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains evaluation and concomitant product evaluation. DHR, trending and retains evaluation could not be performed since the lot number of the affected product is not available. Product was not returned; therefore, a visual inspection could not be performed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad® unit was evaluated and determined to be functioning properly. There was insufficient information to determine the cause or resolution of the color-chemical indicator issue. The customer was contacted multiple times for additional information about the event, however, there was no response. If additional information is received, the complaint file will be re-opened for further investigation. This issue will continue to be tracked and trended.